Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2000 ohms. Technical services (ts) reviewed and stated that there had been gradual increase in the impedance measurements and rv intrinsic amplitude appeared to have been reducing over the same time period from 15mv to 7mv. Ts stated that the new onset gradually increasing impedance was potentially the result of ionization, calcification or changes in tissue conductivity at the ring electrode and recommended to have further lead evaluation. This device currently remains in service. No adverse patient effects were reported.